Event description:
The account generated a false reactive hiv-1/2 eia result on a specimen. The specimen tested repeatedly reactive hiv-1/2 eia but hiv-1 western blot negative. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.